Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly having a ventilator inoperative condition. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported that no further information has been made available. The manufacturer received information from third party service center on the evaluation of the device. The third party service center found a "ventilator inoperative" code in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a ventilator inoperative condition. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.